Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a trapease inferior vena cava (ivc) filter was found to be fractured, with a fragment interacting with the adjacent spine and causing bony erosion. This may be contributing to the patient's back pain. The exact date of the event is unknown. Although the device catalog and lot numbers were requested, they were not provided. The device is expected to be returned for evaluation.

Event description:
Complaint is a duplicate. Report is a duplicate of (B)(4).

Manufacturer narrative:
This report is a duplicate. All documentation is being captured under (B)(4).